Event description:
It was reported that a pump declared alarm 20 during operation. There was no adverse impact to the customer's blood glucose level. Customer attempted to load a new cartridge with assistance from technical support, but the issue persisted with a recurring cartridge alarm. Technical support resolved the situation by arranging for the pump to be replaced, confirming the customer's shipping address, and providing instructions for returning the problematic pump.